Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No data was provided for evaluation the complaint device was returned (B)(6) 2018 for evaluation. Performed visual test and passed. Performed transmitter voltage test and failed. Performed share log review and no share log data was available. The reported event of a loss of connection was undetermined. The probable root cause could not be determined. The complaint was undetermined because there is no share data for a view.